Event description:
Boston scientific received information that the patient was experiencing shortness of breath and weakness when using her sewing machine. Boston scientific technical services (ts) was consulted and noted that there is no specific information on the interaction between devices and sewing machines. The clinician believed that the might be experiencing oversensing of electromagnetic interference (emi) leading to pacing inhibition in this pacemaker dependent patient and ts agreed. Ts discussed appropriate separation from sewing machine to device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.